Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump with touchscreen component became nonresponsive and displayed a blank screen while the device continued to alarm, with the user only able to view status through the ilet mobile app; blood glucose was reported at 121 mg/dl, and the user expressed concern about changing insulin. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the touchscreen interface, consistent with a key or button (touch input) not working on the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.